Manufacturer narrative:
On (B)(6) 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. The case was escalated for further review. Escalation analysis indicated that the observed discrepancies could be attributed to the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. Customer care recommended that the user allow the system to stabilize and continue using the system, entering calibrations as prompted by the system. During follow-up, the user expressed dissatisfaction and disagreement with the escalation response. As the user reported concurrently taking anti-rejection medications, support requested additional information regarding it, including medication names and dosages, to further assess potential contributing factors. Multiple attempts were made to contact the user to obtain this information; however, the user remained unresponsive to all outreach efforts. Per data management system review, the system was in use with up-to-date information.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.